Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient had recurring low battery alarms on (B)(6) 2023. They visited the clinic and the batteries and battery clips were exchanged, but the alarms did not resolve. The system controller was exchanged, the alarms resolved, and the patient was sent home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms can be confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed inner conductor breakdown. Multiple wires were affected, including the wire which represents the rsoc (relative state of charge) signal. The observed conductor breakdown did not affect the controller¿s ability to operate a test pump during analysis. The data log files were successfully retrieved. The event log file contained data recorded from (B)(6) 2023 where multiple low power advisory alarms were recorded. The associated voltage levels indicated that the alarms occurred while on batteries and appeared consistent with the observed conductor breakdown in the power cables. The pump support was not affected, and the system maintained the set speed with no interruptions. The periodic log file contained events from (B)(6)2023. The recorded data did not add any new information related to the reported event. In conclusion, the reported event (low voltage alarms and communication issue) was a result of inner conductors breakdown which appeared to be related to wear and tear due to repetitive lead flexing during use. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ no further information was provided. The manufacturer is closing the file on this event.